Manufacturer narrative:
As reported, the sorbafix enhanced device fastener failed to fixate the mesh. The video provided confirms a deployment issue with the device as the fasteners did not release from the cannula. The video does not assist in determining root cause. Based on the information provided and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in oct 2022. The instructions-for-use supplied with the device adequately describe the proper technique for successful fastener delivery. The IFU states, "compress handpiece trigger in a single, complete and uninterrupted stroke to drive an absorbable fastener through the mesh into the tissue. Keep consistent pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position. Repeat this procedure until all required fasteners are deployed." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during an inguinal herniorrhaphy, the sorbafix fixation device was used to fixate the polypropylene mesh. It was reported that no fastener was fixated successfully, and the deployed loose fastener was removed from the patient's body. It was also reported that the trigger jammed, and fastener did not release despite being fired therefore the procedure was completed with wire (suture). There was no patient injury.

Manufacturer narrative:
As reported, the sorbafix enhanced device fastener failed to fixate the mesh. The video provided confirms a deployment issue with the device as the fasteners did not release from the cannula. The video does not assist in determining root cause. Based on the information provided and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in oct 2022. The instructions-for-use supplied with the device adequately describe the proper technique for successful fastener delivery. The IFU states, "compress handpiece trigger in a single, complete and uninterrupted stroke to drive an absorbable fastener through the mesh into the tissue. Keep consistent pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position. Repeat this procedure until all required fasteners are deployed." Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the sample evaluation results. Evaluation finds the device misfired during functional testing. While a definitive root cause could be established, the most probable root cause is the result of the device going out of sync during user device interface. This is evident by the first fastener being deep within the cannula and the next fasteners becoming exposed after deployment attempts. The device went back in sync during testing and deployed with no further issues. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during an inguinal herniorrhaphy, the sorbafix fixation device was used to fixate the polypropylene mesh. It was reported that no fastener was fixated successfully, and the deployed loose fastener was removed from the patient's body. It was also reported that the trigger jammed, and fastener did not release despite being fired therefore the procedure was completed with wire (suture). There was no patient injury.